Event description:
The md performed a mohs surgical procedure on the pt's right cheek on an undisclosed date about three years ago. Synthetic absorbable suture was used. To date, the pt is reporting continued drainage at the site and persistent suture. Pt has a history of skin cancer at the site. The physician would not provide further details at this time.